Manufacturer narrative:
The ufr was the only source of information - the local dräger s&s organization was not involved in any follow-up measures after occurrence of the event and was unable to obtain further information. A case-specific evaluation is not possible and thus, a reliable conclusion in regard to the exact root cause cannot be drawn. The description of event "stopped working" leaves room for interpretation. It cannot be differentiated if the unit ran completely out of energy supply and shut down or if automatic ventilation has stopped; other explanations may apply as well. For example, the effect of a large leakage in the patient circuit outside the device is sometimes misinterpreted by users as a device problem because the patient is not receiving enough breathing gas. The device is 3.5 years old, status of preventive maintenance and repairs is not known to dräger. Malfunctions of e.g. The ventilator or power losses will trigger corresponding alarms; all alarms, potential root causes and dedicated remedies are listed in the IFU. Further conclusions can't be made due to lack of information. The device design allows manual ventilation via the built-in breathing bag including gas dosage even in switch-off state.

Event description:
It was reported that the anesthesia workstation "suddenly stopped working" during a surgical procedure. As per report, the device was replaced, and no consequences for the patient have occurred.